Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, when flushing there is stop in catheter. When they pulled it out they see a kink in the catheter. The patient did not get any harm but needed a new PICC. No other information was provided.

Event description:
It was reported, when flushing there is stop in catheter. When they pulled it out they see a kink in the catheter. The patient did not get any harm but needed a new PICC. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kink is confirmed and was determined to be use related. The product returned for evaluation was a 4fr single lumen powerpicc solo catheter. Use residue was observed on the sample. A kink was observed at the 32cm depth marking. Microscopic inspection of the kink revealed wear marks and material deformation. The observed kink in the catheter shaft was consistent with damage through flexural fatigue. Compression of the indwelling catheter shaft may have also contributed to the catheter kinking. This complaint will be recorded for future trending and monitoring purposes.